Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited oversensing and undersensing. Loss of sensing and low pacing impedance were also noted. The lead was capped in a procedure on (B)(6) 2021. The patient was stable before, during and after the procedure.